Manufacturer narrative:
Updated from adverse event to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient stated it was difficult to charge. The patient contacted the manufacturing representative because they were having difficulty getting the ins recharger to communicate with the ins efficiently. It was also stated that the ins is not holding a charge like it used to. These issues began in (B)(6). There were no symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that they met with the patient to analyze charging data several days after the initial report. They ran electrode impedances and found 3 values with electrode 8 slightly elevated: c8: 2177 ohms, 2545 ohms, 2554 ohms. It was not specified which pairs these impedances were measured for. The patient indicated that when the battery got low their voice changed, having less depth, clarity, and quality. The patient also stated their voice goes down. Also when the battery got low they have a recurrence in their tremor more in the left, and their balance and posture got worse. While the patient was in surgery they could not swallow while the lead was at its deepest level - this is why the patient thought the symptoms were related to changes in the stimulation. No further complications were reported.